Event description:
It was reported that surgeon had a patient of his present to him in the office with a left total knee that was hyper extending. Surgeon had done his primary knee surgery on (B)(6) 2013. Surgeon decided to revise his total knee. He explanted the triathlon #6/13mm ps insert. He then inserted a triathlon #6/16mm ps trial. He ran the knee through a range of motion and decided the knee was still hyper extending. He asked for a triathlon #6/19mm ps insert. He implanted the triathlon #6/19mm insert. He ran the knee through a range of motion and decided the knee was stable and closed the knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as the reported device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return, operative reports, patient history, progress notes, and x-rays are needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that surgeon had a patient of his present to him in the office with a left total knee that was hyper extending. Surgeon had done his primary knee surgery on (B)(6) 2013. Surgeon decided to revise his total knee. He explanted the triathlon #6/13mm ps insert. He then inserted a triathlon #6/16mm ps trial. He ran the knee through a range of motion and decided the knee was still hyper extending. He asked for a triathlon #6/19mm ps insert. He implanted the triathlon #6/19mm insert. He ran the knee through a range of motion and decided the knee was stable and closed the knee.